Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that during assembly of catheters the operators experienced that the catheters were greasy and sticky. Surplus amount of pluronic was suspected and the catheters were analyzed in the lab. We have also found extensive amount of pluronic in finished products, where lubricant have leaked out and been absorbed by the packaging material.